Manufacturer narrative:
The device has not been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the coiling treatment of a small ruptured saccular right anterior communicating artery aneurysm, measuring 4.8mmx1.7mm, the coil was alleged to have prematurely detached inside the catheter. It was reported that, this coil was the 4th and last coil. After delivery a portion of the coil into the aneurysm, resistance was felt. The coil was repositioned and redeploying again, but the resistance was still felt. After trying 3 times, the coil detached prematurely within the microcatheter. The col and the microcatheter were removed. The procedure was completed. The pushwire was not bent or broken. The patient¿s blood flow was normal. The vessel was moderately tortuous. No patient injury was reported. The devices were all reported to have been used and prepared per the instruction for use.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found to be broken from the coil shell at the coil shell weld and found to be stretched with the polypropylene filament broken. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator were found to be intact. Additionally, the pushwire was found to be bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis we were unable to determine the cause of ¿pre-mature detachment¿. It is likely that the implant coil detached from the pushwire due to the movement of the axium prime coil against the reported resistance and / or to the difficulty during positioning. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.